Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio isolated the cause of the reported failure to a stuck charge button on the main keypad assembly. An electrical short of the charge button inhibited the analyze, energy select, charge and sync buttons operation. Physio will replace the main keypad assembly and return the device to the customer for use.

Event description:
It was reported that several critical buttons (charge, analyze, energy select) of the device main keypad assembly were inoperative. Hence, the device was not able to deliver defibrillation therapy. There was no patient use associated with the event.